Event description:
A doctor alleged that three (3) patients had experienced the loss of a crown after placement with the maxcem elite clear. This is the second of three (3) reports.

Manufacturer narrative:
The patient had experienced the loss of a crown which had been cemented by a different dentist; therefore, initial cementation details are unknown. The doctor cleaned out the crown and re-cemented it using maxcem elite on (B)(6) 2013. The patient reported that the crown had debonded on (B)(6) 2013. The doctor cleaned out the crown and re-cemented it using maxcem elite a second time. The patient returned (B)(6) 2013, reporting that the crown was loose; therefore, the doctor removed the restoration and had a new crown placed for the patient on (B)(6) 2013, using maxcem elite, without further incident. The product involved in the alleged incident was not returned. Lot # 4720558 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.